Manufacturer narrative:
Concomitant product: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2010, product type catheter; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2010, product type catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving an unknown intrathecal medication via an implantable infusion pump. Patient history included non-malignant pain and other. The patient was also implanted with a stimulation device. Following pump implant on (B)(6) 2010, the patient developed an infection and the entire device system was removed on (B)(6) 2010. The infection was located along the catheter tract and spine. The patient had drainage that ¿shot out everywhere¿ from her back. The patient stated that she was on the phone and leaned against the kitchen counter and it shot everywhere. The onset of the symptoms was gradual. The patient stated that the pain part was fine. The patient was climbing the walls based on where stuff shot out of her spine and it was open. The patient went to the doctor¿s office who performed a culture and sent the patient back home. The patient could not recall if it was the same night or next day when she went to the emergency room (ER) and was admitted. The culture taken was positive for escherichia coli. The patient was administered intravenous (IV) antibiotics and the entire system was explanted. The infection resolved.